Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were sent to urgent care to high blood glucose on (B)(6) 2015 with blood glucose of 400 mg/dl. The customer experienced symptoms of extreme fatigue. By the time she reached urgent care, her blood glucose was 160 mg/dl. The customer was treated with manual injection. The customer was wearing the insulin pump during her urgent care visit. She stated that she was not treated. Customer said that she was made to wait for nurse practitioner and then told her there was nothing further that they could do. They called her endocrinologist. The insulin pump will not be returned for analysis.